Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was out of calibration and there was a deviation between the stylus and the cursor on the display. The stylus was calibrated and then the stylus was operational. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.